Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right ventricular (rv) channel. The noise was not sensed by the crt-p. The field thought they observed loss of capture on the rv channel, however this was refuted by boston scientific technical services as pacing spikes were observed. The crt-p remains in service and no adverse patient effects were reported.